Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, catalog number, lot number, expiration date, UDI, g5, and h4 are unknown.

Event description:
It was reported that the pump exhibited a high pressure alarm. It was unknown if patient's hospitalization was related to the device. The patient was on 40nkm. Patient outcome is ongoing.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.